Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker therapy was previously turned off due to interaction with a spinal cord stimulator. It was noted that turning therapy off was per this patients wishes along with the physicians wishes. A previous episode showed noise that was noted to be electromagnetic interference (emi) or possible minute ventilation (mv) oversensing. This patient now presented to the emergency room (ER) with dizziness and ventricular tachycardia (vt) up to 11 minutes in duration. Technical services (ts) discussed if they turn this pacemaker therapy back on, to check thresholds and sensing and program appropriately. This pacemaker remains implanted and programmed off. No adverse patient effects were reported.